Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was duplicated and attributed the monitor board. The monitor board was replaced to remedy the report. The device was recertified and returned to the customer. The monitor board was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to faulty diodes on monitor board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation, canada for evaluation. The customer's report was observed and attributed to a faulty monitor board. The monitor board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.